Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 41 months ago. Aneurysm and vessel morphology were not reported. It was reported that the patient was exercising by performing crunches in the gym and this potentially caused the stent graft to move creating a type 1 endoleak. Two stent grafts from another manufacturer were implanted proximal to the aneurx bifurcated stent graft and successfully resolved the endoleak and the stent graft movement. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: other (stent graft movement potentially caused by the patient performing crunches), (migration, endoleak). Conclusion: (stent graft movement potentially caused by the patient performing crunches). (Required secondary intervention).